Event description:
Cage locking screw broke. When the surgeon was trying to final lock the cage the locking screw broke. We pulled it out and replaced with another cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a plausible root cause could not be conclusively determined; however, may be a result of screwing the locking ring past the two recommended turns. According to the stg, there is no tactile feedback during the locking step. The surgeon may have exceeded the two full rotations without knowledge, which could compromise the integrity of the screw and functionality of the cage. Conclusion: a plausible root cause could not be conclusively determined.

Event description:
Cage locking screw broke. When the surgeon was trying to final lock the cage the locking screw broke. We pulled it out and replaced with another cage.